Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutr-34-us, serial/lot #: (B)(4), ubd: 02-jul-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the nose cone of the delivery catheter system (dcs) made contact with the valve frame during removal of the dcs which caused the valve to dislodge. Subsequently, a second valve was implanted successfully. No adverse patient effects were reported.